Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm during testing. However, the insulin pump had an intermittent button response due to flattened act buttons dome switch. No excessive no delivery alarm during testing. The insulin pump passed prime test, excessive no delivery test and displacement test. No moisture damage on electronic assembly during visual inspection. No insulin smell noted. The insulin pump had minor scratches on lcd window, cracked case at display window corner, broken belt clip slot and cracked reservoir tube lip.

Event description:
It was reported via phone call, that the customer received a button error alarm, as well as excessive no delivery alarms. Customer's blood glucose level at the time was unknown. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.